Event description:
A patient with an implantable lead was reported by a competitor as deceased following the implant procedure. No further information was reported including no patient identification. A cause of death was not reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).